Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy, the device was in touch with clip. After that, the device did not work, and was broken off. Another device was used to complete the case. There were no adverse event consequence to the pt.